Event description:
It was reported the cannula did not deploy; indicating the needle mechanism did not function as intended. The pod was worn for less than an hour. No adverse patient impact was reported.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. Download data from the device showed that the first priming sequence ended prematurely due to a rotational sensor error, resulting in the completion of second prime without the needle deploying. The pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. Rotational sensor errors were not observed in the rerun data. The needle mechanism deployed normally during the rerun. Inspection of the commutator cap found contamination on the lines of contact between the commutator cap and the rotational sensor springs. It was determined that the rotational sensor assembly suffered a malfunction during the first priming sequence resulting in the device not deploying as intended.